Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device powered up properly after battery installation. Device was received with operating currents within specifications. No battery out limit alarms noted. Device was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error about a week back and then again the day of the call. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. The customer removed the battery to clear the button error and received a battery out limit when reinserting the battery. He confirmed the battery was out of the device for longer than allowed. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.